Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the sealing of tissue seemed incomplete during a hartmann procedure. Another device was used to continue the procedure. There was no bleeding or injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report : 08/02/2016. The incident device was returned, evaluated and found to function within specification. Testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.